Event description:
Report received of a "tubing split" during power injection. It was reported that a patient was having a CT scan of the abdomen and pelvis for an unspecifed diagnosis. The power injector was set to infuse 100cc contrast at 2cc/second. At some point after the start of the infusion, it was reported that the tubing "split". The IV was immediately clamped, and no bleed back was reported. The tubing set was replaced and the scan was completed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.